Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, the customer lost consciousness and the customers wife called emergency medical services. The customer was provided a sandwich to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.